Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) and patient via a manufacturer representative (rep) regarding a patient who was receiving morphine (25 mg/ml, 4.5 mg daily) via an implantable pump for chronic pain. On an unknown date a couple weeks prior to the report, the patient started to notice morphine withdrawal symptoms and was admitted to the hospital. The patient's pump was checked/interrogated and no stalls were noted and the correct amount of drug was still in the pump. The medical staff performed tests including a dye study of the catheter. The dye study showed possible leakage from the catheter. The catheter was removed and replaced on (B)(6) 2016 and no obvious fracture was found. The event was reported as resolved.

Manufacturer narrative:
Analysis of the catheter (lot # b0810661k) the catheter body had damage that occurred to the catheter body and/or guidewire during the implant procedure. Analysis also found a dark residue occlusion in the dispensing holes that were event related. The catheter was receive with dark foreign material that was seen in two sets of the dispensing holes of segment 2. When initially tested for patency, an occlusion was seen in segment 2 but all occlusions were easily broken loose. After decontamination, the dark foreign material was no longer in the two sets of the dispensing holes, but the catheter was still discolored in those areas. Two holes were found on the catheter body at the 22 and 22.5 cm from the distal tip of segment 2. Some discoloration was seen in the area the holes were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.